Event description:
It was reported that externalized conductors were observed on the lead through diagnostic imaging. No electrical anomalies were noted. The lead remains implanted. Patient condition was good.